Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead experienced placement difficulty with several attempts. The guidewire could not get to the top of the lead wire, because the tip of the electrode brought some myocardial tissues to the cavity of the guidewire. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The analyst noted that the lead was returned with the stylet still inserted in lead. Stylet was visibly kinked at distance 7 cm. Using a stylet sample in the lab to test, the stylet passed through the coil lumen without obstruction. The helix could be extended and retracted. No body tissue visible on helix. No guidewire was received with the lead. If information is provided in the future, a supplemental report will be issued.